Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed inappropriate pause/bradycardia episodes due to under-sensing on the patient's implantable cardiac monitor (icm). Programming changes were made to resolve the issue. The patient was stable